Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to be returned in two segments severed at 11.5 cm from the terminal pin. On the distal shocking coil, calcified body fluid was observed. Also, the trilumen insulation was found to have ruptured through to conductor at approximately 14-15 cm from the terminal pin. This damage is most likely due to lead-on-can contact. The reported observations of noise, oversensing and high impedance measurements was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this rv lead was explanted and replaced. High pacing thresholds were also observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. Further review noted the noise was on both the shock and pace channel and was being oversensed which caused inappropriate atrial tachy response episodes. High shock impedances of 115 ohms were also observed. The lead was suspected to be fractured, but remains in service at this time. No adverse patient effects were reported.